Event description:
Patient was in the cath lab for an emergency cath and stent placement. A bare metal stent was intended to be placed, but a drug eluding stent was pulled from the shelf. The packages are very similar in marking and color and can be difficult to distinguish from one another during an emergent procedure.